Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the forceps jaw of the colonovideoscope was dirty. The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
B5: no additional information received from customer. H2: additional information, device evaluation the device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes due to some kind of stress such as damage or deterioration of parts, and interoperability problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.